Event description:
The nurse drew up the insulin with the needle, and then she swooped and scooped the cap up. When she was placing the cap on the needle so that it was snug to bring it in the administer to the patient, she noticed the needle had completely pierced through the cap.